Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a type b dissection. The stent graft was implanted in zone three. The thoracic aortic aneurysm was 5 cm diameter. The proximal aorta was 32 mm in diameter and 50 mm in length. The distal aorta was 25 mm in diameter. The right and left access vessels were 8 mm in diameter. It was reported that a day after index procedure, the patient had a minor cva. The cva was not related to the implant procedure and the embolism was from the cardiac origin. The patient was given medication however, the event is still continuing. The physician assessed this event as not device or procedure related.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva). Patient's condition affected effectiveness of device (cva was of cardiac origin). Evaluation conclusion: known inherent risk of a procedure (cva). Device failure/lack of effectiveness related to patient condition (cva was of cardiac origin).

Event description:
Additional information was received. The adverse event was updated from cva to spinal cord ischemia. The patient was given medication and the event is continuing. The investigator¿s assessment was updated to not procedure but device related. Correction: the patient is not deceased.

Event description:
Additional information was received. It was reported that false lumen perfusion was observed. The physician performed a secondary intervention and implanted an additional valiant device that resolved the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).